Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reference MFR. Report#: 3006705815-2019-03949. It was reported that the patient was experiencing unwanted rib stimulation on the right side of their body. The patient stated they experienced multiple falls which caused the lead to migrate. Troubleshooting steps were taken but remained unsuccessful. As a result, surgical intervention took place on (B)(6) 2019 wherein the patient had a lead explanted and replaced at the t8 midline. Therapy has been restored post-op. It is unknown lead was explanted therefore, both leads are being reported on.